Manufacturer narrative:
A1 - patient identifier : (B)(6)(62-year-old female) / (B)(6) (23-year-old male). All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 8p13 that has a similar product distributed in the us, list number 4z21. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated alinity I stat high sensitive troponin-I results for 2 patient cases that were from the emergency department. Both patients have a medical history of plasma solution a fluid treatment. The following data was provided (customer¿s reference range: female = </= 15.6 / male = </=34.2 pg/ml): ER case #1: sid (B)(6) (62-year-old female). First troponin result = 39.0 pg/ml (measured on (B)(6), 2024-03-25 10:42). Second troponin result = 14.6 pg/ml (measured on (B)(6), 2024-03-25 11: 14). Third troponin result = 19.6 pg/ml (measured on (B)(6), 2024-03-25 12:08). Other testing performed: ck -mb: <1.0 ng/ml (reference value = 4 ng/ml). Nt-probnp: 369.2 pg/ml (reference value = 125 pg/ml). Pct: 0.28 ng/ml (reference value < 0.5 ng/ml). ER case#2: sid (B)(6) (23-year-old male). First troponin result: 51.6 pg/ml (measured on (B)(6), 2024-03-27 11:25). Second troponin result: 11.4 pg/ml (measured on (B)(6), 2024-03-27 11: 50). There was no impact to patient management reported.

Event description:
The customer reported falsely elevated alinity I stat high sensitive troponin-I results for 2 patient cases that were from the emergency department. Both patients have a medical history of plasma solution a fluid treatment. The following data was provided (customer¿s reference range: female = </= 15.6 / male = </=34.2 pg/ml): ER case #1: sid (B)(6) (62-year-old female). First troponin result = 39.0 pg/ml (measured on ai21147, (B)(6) 2024 10:42). Second troponin result = 14.6 pg/ml (measured on ai21147, (B)(6) 2024 11: 14). Third troponin result = 19.6 pg/ml (measured on ai21149, (B)(6) 2024 12:08). Other testing performed: ck -mb: <1.0 ng/ml (reference value = 4 ng/ml). Nt-probnp: 369.2 pg/ml (reference value = 125 pg/ml). Pct: 0.28 ng/ml (reference value < 0.5 ng/ml). ER case#2: sid (B)(6) (23-year-old male). First troponin result: 51.6 pg/ml (measured on ai21147, (B)(6) 2024 11:25). Second troponin result: 11.4 pg/ml (measured on ai21149, (B)(6) 2024 11: 50). There was no impact to patient management reported.

Manufacturer narrative:
Upon further review, correction needed d10 - concomitant product to add related instrument. The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A search for similar complaints did identify a slight increase in complaint activity for lot 58245ud00, however, no related trends were identified regarding commonalities for complaint lot number and issue. Customer field data was used to assess the performance of the alinity I stat high sensitive troponin-I assay using worldwide data. Review shows that the median of the patient results obtained for the complaint lot is within established limits and comparable with historical lots in the field, confirming no systemic issue for the lot. The device history record review did not identify any related non-conformances or deviations associated to the reagent lot 58245ud00 and complaint issue. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency was identified for alinity I stat high sensitive troponin-I reagent lot 58245ud00.